Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose was 120 mg/dl. To address the issue, the customer changed supplies and successfully resumed insulin therapy.